Event description:
Pump was found stopped after the pt's heart rate monitor alarmed. Neither the device alarm silence or override were engaged, therefore, machine/alarm failure is question. Pt unstable off pump and condition was deteriorating when found but experienced no permanent sequelae. The cause of the machine/alarm failure, at this time is still unknown.